Event description:
This is the third of 3 reports (same product ID, similar problem, different incidents). After the physician experienced the problem with the 1104hm, the sales representative took her demo product introducer to see if it would had the same issue as the physician. The sales representative inserted the demo introducer into the 1104hm bolt and it got stuck when it went through the white plastic portion of the bolt. The demo introducer had the same issue. There was no patient involvement. Linked to mfg. Report numbers: 2023988-2016-00002 and 2023988-2016-00003.

Manufacturer narrative:
Integra has completed their internal investigation on 14apr2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the customer returned the ventricular access device only. A video from the sales representative, which was from the demo kit, demonstrated the ventricular catheter having difficulty being inserted into the bolt of the ventricular access device; it is unnecessary to remove the ventricular catheter from ventricular access device for the insertion. Twelve batch history records indicate that lots met all requirements before released to finished goods. Complaint history, model 110-4xxx, from feb-2015 through jan-2016 were reviewed; there were 33 other complaints that issued with complaint code perf023, and 10 of them were confirmed. The number of units, model 110-4xxx, (37,194) feb-2015 through jan-2016 divided by the number of confirmed reports (10) and multiplied by 100 results in a failure rate percentage 0.03%. The reported customer complaint ¿ the introducer is inserted into the 1104hm bolt, it sticks when it goes thru the white plastic portion of the bolt¿ was not confirmed. Based on the description of the complaint, the end user was attempting to insert the ventricular sleeve into the bolt introducer assembly and experienced some friction when the sleeve reached the compression cap. The compression cap assembly contains a silicone o-ring and a delrin collet that applies compression to the ventricular sleeve. Any friction felt when attempting to remove the ventricular sleeve from the assembly can be attributed to the design of the o-ring and collet in the compression cap and is a normal characteristic of the assembly.